Manufacturer narrative:
Device analysis report attached. This report is submitted on october 06, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022, and the patient was re-implanted with another cochlear device during the same surgery. This report is submitted on august 29, 2022.

Manufacturer narrative:
This report is submitted on april 19, 2021.

Event description:
Per the clinic, the patient experienced shocking sensations with device use, and was treated with oral antibiotics for 2 weeks (specific date not reported). The implanted device remains.